Manufacturer narrative:
Device evaluation: g3, g6, h2, h6, and h11. Results of investigation: after replacing the o2 dosing valve, the reported issue was resolved. The customer requested a quote for o2 dosing valve, which was provided by the customer service.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vent was giving tf 389 (no o2 dosing possible) alarm. Customer swapped the o2 dosing valve with one from a known working vent and confirmed that to be the issue. No patient involvement was reported.